Event description:
The manufacturer received information the trilogy evo ventilator was returned to the manufacturer's service center for the report of "device out of service". There was no harm or injury reported. On evaluation, ventilator inoperative error code e-264 was noted in the error log indicating replacement of the system printed circuit board assembly was required due to the data in the electronically erasable programable read-only memory being invalid. As part of maintenance, the air inlet foam filter, muffler, and particulate filter were replaced to prevent failure. Additional findings not related to the malfunction/issue: the blower assembly required replacement due to the non-critical issue of the motor controller proceeding to the shutdown state due to an error with the motor. The device passed final testing and was confirmed to be working properly.